Event description:
The patient was implanted with a left ventricular assist device. The information provided to the manufacturer indicated that the patient had a pump exchange. No other information is available at this time.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event and patient outcome. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.